Event description:
This report represents the documentation of an incident involving a pt's death. It was reported that the harvest technologies symphony system worked as intended and did not malfunction in any way. The physician had performed a partial knee replacement without incident and used the harvest/symphony system as an adjunct to wound closure only. It was reported by the sales rep that the pt did well post-operatively, however, on the morning of post-op day 2 it was reported that the pt coded and expired. The sales rep was told by the physician that the most likely cause of death was acute pulmonary embolism. No autopsy was performed. Prp is unsed as an adjunct to any surgery and is used at the physicians discretion.